Event description:
The patient was a (B)(6) female. The target lesion was the superficial femoral artery. There was moderate calcification and mild vessel tortuosity, the rate of stenosis was 100%(cto). Antegrade approach was made (access site was unk). After the target lesion was crossed with 0.035 radifocus wire (terumo), pre-dilatation was conducted with wanda balloon (5x80, bsj). During the delivery of the smart control stent to the target lesion, it was noticed that the stent was prematurely deployed under fluoroscopy even though the locking pin was in place. The device was removed from the patient without problem. The procedure was completed using another new product (details unk). There was no adverse event and the patient is in stable condition. The product will be returned. The user held the handle of the smart control sds flat and straight outside the patient per IFU.

Manufacturer narrative:
After pre-dilating a moderately calcified and mildly tortuous 100% occluded (cto) lesion in the superficial femoral artery it was noted under fluoroscopy that the stent had pre-maturely deployed approximately 0.5 cm even though the locking pin was still in place. The device was removed from the patient without problem and the procedure was completed using another device. There was no adverse event and the patient is in stable condition. The user held the handle of the smart control sds flat and straight outside the patient per IFU. One non-sterile unit of smart control 6x100 mm was received coiled in a plastic bag. Locking pin was in place and stent was partially deployed 0.5 cm. Outer sheath was bent at ID band. No other anomaly was detected the usable length was measured using a calibrated ruler (ID (B)(4), cal. Due date (B)(6) 2013), and it was found to be 121.4 cm (47.79") which is within specification of 47.78 +/- 0.5 cm per (B)(4). Deployment process was performed, per (B)(4) and no resistance was found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The "deployment difficulty-premature/in patient-during advancement" condition reported by the customer was confirmed since the stent was found partially deployed. The cause of the premature deployment and the bent condition found during the analysis could not be conclusively determined, however they do not appear to manufacturing related, controls are in placed at the final assembly and packaging processes to prevent this type of failures, as well as there are inspections in place to detect them, reference procedures documented in route sheet # (B)(4), handling and the coiled condition of the unit received for analysis may contribute to the bent condition. Neither the DHR review nor the analysis suggests that the failure could be related to the manufacturing process of the product; therefore, no corrective / preventive actions will be taken at this time. It is unknown if unusual force was used in the attempt to cross the lesion as pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU states, "if resistance is met during delivery introduction, the system should be withdrawn and another system should be used." In this case, it is possible that the difficulty experienced by the customer was related to procedural factors, vessel characteristics and/or user handling.

Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.